Event description:
It was reported the patient was on her way to the emergency room for a possible device related issue. It was stated the patient experienced severe pain in back and could not move her right leg. Reportedly, the pain in her back started in (B)(6) 2013 and the sensation of not being able to move her right leg began on the day of report. It was noted the pain was coming from both of her implanted sites, implantable neurostimulator (ins) and lead site, and the back pain in the area right above butt crack and can't move right leg. It was also stated the ins site was ¿loose¿ due to her losing 50 pounds. The patient turned stimulation off for a short time and said that helped a little with the pain; however, she experienced a return of symptoms, so she turned the implant back on. The patient had gone to two different doctors and they couldn¿t determine the cause and believed it was related to the implanted device. It was also stated the patient went to her hcp for her implant and believed the device was checked and x-rays were taken and was told that at the time it didn¿t appear that anything was moved. Additional information was requested but not known at the time of report.

Manufacturer narrative:
Product ID: 3889-28, lot# v558076, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v558076, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).